Manufacturer narrative:
The sensor was investigated, and customer complaint was not confirmed via in-vitro qc test. However, the review of in-vivo data shows that ec#30 was triggered on (B)(6). A sensor manager software measurements test of the sensor proved that sensor (B)(6) triggered a false ec # 30 (led disconnect) alert. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D9. Device available for evaluation? Yes, 1 sepetember 2021.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.